Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/15/2021. Additional information was requested, and the following was obtained: 1. Please clarify what is meant by "the applicator snapped," was the device broken? Yes upon prepping the device the applicator snapped. 2. If yes, please clarify which component of the kit was broken (biologics vials or application device) the application device was broken. Another was opened to complete the case without patient adverse. 3. Are there pictures of the damaged device available? Unfortunately, no pictures were taken. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: evk10aus can you identify the lot number of the evicel application device? We don¿t know the lot number. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by "the applicator snapped," was the device broken? If yes, please clarify which component of the kit was broken (biologics vials or application device) if no, please clarify what was the quality issue experienced. Are there pictures of the damaged device available?

Event description:
It was reported that a patient underwent a thyroidectomy procedure on an unknown date and a fibrin sealant preparation device was used. The the applicator snapped as they were drawing up biologic. No adverse patient consequences were reported. Additional information was requested